Manufacturer narrative:
This unit was returned to covidien as inspected/directed under the above-mentioned recall. The reported failure of 'unit display was missing segments'could not be verified after testing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the power-on self-test, a nurse verified that the handheld pulse oximeter display was missing the bottom of the segments. There was no patient involvement.